Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the alarm is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the horn harness assembly was defective , causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer states the alarm is broken.